Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 700 units of insulin during the load sequence. The customer loaded a new cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level. Customer was informed that per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.